Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported they went to the emergency room on (B)(6) 2026 for hyperglycemia while wearing the pod on their abdomen. The patient reported blood glucose levels reached 500 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include severe chest pain, body pain, vomiting, nausea, and fatigue. The patient was treated with medication for nausea, 22 bags of intravenous fluids, 8 units of insulin, and other unknown medication. Additionally, the patient mentioned the event was related to the pod as it did not lower their glucose as expected. The pod was removed at the hospital, and the patient was released the same day. An additional wellness check was conducted and the patient reported they were feeling much better and they were currently wearing a pod, which was working fine.